Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. (B)(4) no anomalies found; blood/body fluid in the outer tubing overlay and blood in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that patient was upgraded from an ipg to an ICD. Leads were returned. No patient complications have been reported as a result of this event.